Event description:
The customer reported that the insulin pump had blank display. Customer changed the battery few times, cleans off the cap and tightened but did not work. Troubleshooting was done. Customer's blood glucose was 209 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.